Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. The electronic device-use logs were also provided. Post market vigilance (pmv) led an evaluation of one signia powered handle for non-reportable conditions. During the investigation of the system logs, a secondary condition of multiple fpga (field programmable gate array) reset/reprogram failures was detected. This condition has a potential for patient harm. When the fpga is unable to reset/reprogram, motor control is lost making the motor movements not possible. This condition results in the error message observed by the end user. The cause for the additional condition is traced to device design. Improvements have been initiated to mitigate this condition. Additionally, the battery data showed that it had been exposed to a maximum temperature of 65c and was permanently disabled. Analysis of the system logs showed that while the temperature increased, the handle was in standby mode and not on a charger. It was reported that the handle did not initialize. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during preparation, prior to patient contact, handle showed an error message and it does not work. This power handle had been updated one week ago to the latest version 29.3.2, then it was used in 3-4 cases without any error. During assembly to the power shell it showed a graphic with a handle and a red circle with a line going through it was displayed on the screen then it stopped working. It was tried to reconnect to the charger and rebooting the handle but unfortunately all trials failed. There was no patient involvement.